Event description:
It was reported that after a firmware update via the ilet mobile app, the ilet pump stopped receiving dexcom g7 cgm data, indicative of intermittent communication failure preventing glucose monitoring and the user was guided to review sensor settings, and the issue was characterized as signal loss to the ilet with the device components implicated in electrical and antenna functions. The sensor briefly connected and displayed a glucose value of 69 mg/dl aligning with reported hypoglycemia and no associated symptoms. Outcomes included unexpected medical intervention requiring oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the pump and cgm with intermittent communication failure linked to electrical or antenna-related components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.